Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain. Patient reported poor communication and that they could not communicate with their programmer. This began in (B)(6) 2017. Patient was recommended to follow-up as they may have let their ins battery get too low. No symptoms were reported.